Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and acne ("pimples on face post op removing essure"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and acne outcome was unknown. The reporter considered acne and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): thyroid function test - on an unknown date: last thyroid test showed improved. Concerning the injuries reported in this case, the following one e reported via social media: medical device removal, acne. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2018: correction following company. Internal quality review: event medical device removal added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.